Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported receiving two shocks while standing and not doing anything. The patient requested an ambulance to be taken to the hospital and while waiting, received a third shock. Upon review of the stored episodes in the hospital, it was noted that the shocks were inappropriate for supraventricular tachycardia (svt) paired with t-wave oversensing. It was noted that the patient developed a new indication for pacing therapy. The physician elected to implant a dual chamber transvenous implantable cardioverter defibrillator (ICD) system. This s-ICD remains implanted, however, therapies were disabled. No adverse patient effects were reported.